Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of the superficial femoral artery. During procedure, a 300 cm ht command guide wire was being used when damage to the tip was noticed when it was removed from the anatomy. A non-abbott guide wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed that the coating at the tip of the ht command guide wire was peeled.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: correction: the manufacturer report number was inadvertently filed on the initial MDR as 3003775027; however, the correct manufacturer report number is 2024168. Visual inspections were performed on the returned device; however, device analysis noted peeling polymer proximal to the tip of the wire which confirms the reported physical property issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the patient anatomy contributed to the noted peeled polymer. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.